Manufacturer narrative:
Device is evaluated remotely with support from philips service engineer. Customer is requested for capacitor spare part supply and delivered. The device remains at customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy capacitor failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.